Event description:
It was reported that this pacemaker (pg) recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Two other battery faults were also noted in device memory. The device case was opened, and visual inspection revealed no irregularities. Initial testing verified that the battery had depleted earlier than expected. When connected to an external power source, the device passed all tests and operated normally. No high current drain or other device anomaly was identified during analysis. Destructive analysis was performed to attempt to isolate the cause of the battery depletion; however, the root cause could not be determined.

Event description:
This supplemental report is being filed to update the manufacturer narrative with the analysis details.